Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, her grandchildren called an ambulance when they found her unresponsive. The patient recalls falling asleep the night before the event and then waking up in the hospital the next day. She stated that her grandchildren did not check her sensor readings or her blood glucose values prior to calling the ambulance. The patient was transported to (B)(6) and was later transferred to (B)(6) medical center, where she remained until she was discharged on approximately (B)(6) 2025. Upon arrival at the hospital, her blood glucose was checked and was over 1000 mg/dl. She believed the sensor must have failed during the night and the hospital also confirmed that it was sensor failed error message when they looked at the reading of the sensor. The patient was incoherent for about 24 hours during the incident and the hospital worked to bring her blood glucose down to a safe level so that she could regain mental clarity. There was no treatment documented for hyperglycemia. The patient was unsure of the specific medications administered during her hospitalization. At the time of the report the patient was good. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.